Manufacturer narrative:
(B)(4). Batch # k9249c. Additional information was requested and the following was obtained: please clarify how the staples were locking. Did device not feed clips? Yes. Did device feed clips sideways? No, it just stopped firing. Did device not fire clips (jammed)? Yes. Did device fire malformed clips? No. Did device fire scissored clips? No. Did device drop or eject clips? No. Was cholangiogram done on procedure? Yes. Was device fired over another clip or hard structure? No. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were properly fed and formed; finally the instrument locked out as intended. No issues related to locking clips were noted during the analysis. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the staples were locking. Another like device was used to complete the procedure. There were no adverse consequences for the patient.